Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. Unable to perform any testing due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted. No crack on the lcd screen noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display faded and the screen would not stay on. The customer reported that the buttons and backlight were not working. The customer's blood glucose was 176 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.